Event description:
Caller from inform system user facility reported patient blood glucose results of 82 mg/dl at 1632 and 311 mg/dl at 1637. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).